Event description:
On 11 jul 2008, abbott spine became aware of the following event through a post marketed clinical study. In 2005, the patient underwent a l4-s1 procedure without complications. In the same month, the patient experienced a postoperative ileus. In 2005, the ileus resolved through conservative management. The reporting physician believed that the pathfinder pedicle screw system was not related to the ileus event.

Manufacturer narrative:
No device will be returned. The event information was communicated as a result of a clinical study.